Event description:
The hosp reported that two dc extension cable did not work. The hosp was unable to provide the exact event date; however, the cords reportedly malfunctioned during the week of (B)(6), 2013. The hosp is unable to provide any further info, including if there was any pt involvement, if the device problem occurred during a procedure, and how the procedure was completed. Refer to MFR report # 2242352-2013-00977 for the related report.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that one of the dc extension cable pins was damaged. The side pins were damaged inside of the connector, which attaches to the pigtail. The dc extension cable would not plug into the tool. The supplier of the cable inspects the pins prior to distribution. While we cannot conclusively determine the root cause of the damaged pin, the reported event is likely attributable to the application of excessive force while connecting the dc extension cable to the hemopro tool. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).